Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. A visual inspection was performed using the naked eye showed no evidence of fluid flow coming out at the distal end of the flow restrictor. Force prime was performed to revive flow, but flow was not observed. Subsequent examination on the flow restrictor revealed the root cause of the flow problem was due to crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The crystallized drug came from the drug filled in the device bladder, therefore the cause of the no flow was determined to be user related. The product labeling (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors did not flow. This issue was discovered after the devices were attached to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.